Manufacturer narrative:
Product was discarded.

Event description:
It was reported that during a surgical procedure at the user facility foreign material fell into the surgical site. No adverse consequences, no medical intervention and no delay were reported with this event.